Manufacturer narrative:
The insulin pump monitored for three days, no battery out limit alarm noted. All operating currents are within specification. The device passed self-test. All of the buttons functioned properly. However, corrosion was noted on the keypad traces. No button error alarm occurred during testing. The device had partially broken reservoir tube lip, minor scratches on the display window, cracked case at display window corner, cracked battery tube threads, and cracked case at reservoir tube window corner.

Event description:
Customer reported via phone call, the insulin pump had alarmed battery out limit three times. Customer stated she initially had issues with the buttons. The device had a notification for her blood glucose and that when she noticed the buttons weren't responding. Customer's blood glucose was 200 mg/dl. Customer was walking on a warm day with the device facing in. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.